Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on patient, the device¿s cuff was leaking during inspection. The customer reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The reported condition was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed, and it was observed the cuff presents a small cut. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.